Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer had the pump connected to a power source and accidentally held the wake button. The pump was placed into storage mode, and after bringing it out of storage mode the pump displayed a reset screen. Customer reported blood glucose level was 144 (mg/dl). It was confirmed the customer was able to reload a cartridge onto the pump and resume insulin delivery.